Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. The following information was requested, but unavailable: were the cases discussed in this article previously reported ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ultrapromesh and /or prolene mesh involved contributed to the adverse events described in the article (specifically recurrent hernia, pain , feeling of a foreign body). If yes, provide details of event and specific product type. Provide product code and lot. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ultrapromesh and prolene mesh?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic total extraperitoneal inguinal hernia repair on unknown date and the mesh was implanted. It was possible that the patient presented relevant chronic pain one year postoperatively, recurrent hernia and/or foreign body feeling. No further information is available.